Event description:
A discordant, falsely elevated troponin ultra (tni ul) result was obtained on one patient sample on an advia centaur cp instrument. The discordant tni ul result was not reported to the physician(s). The sample was repeated on the same instrument three times, all resulted lower. The third repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated, tni ul result.

Manufacturer narrative:
The initial MDR 2432235-2014-00296 was filed on april 22, 2014. Additional information (04/21/2014): the siemens customer service engineer (cse) discovered bleach contamination in the deionized (di) water bottle. The cse primed the system to flush the bleach from it. The cse then learned that the customer was not performing weekly maintenance according to the manufacturer specifications. The water bottle was not being removed from the system for regular decontamination and the operators would just replenish the water as needed. The laboratory staff would also make a large bottle of diluted cleaning solution and allow it to sit for days prior to cleaning the system. The cse performed a full system decontamination followed by a precision study, which resulted within acceptable limits. Quality controls were run and were within range. The cause of the discordant results was a failure of the customer to maintain the instrument according to the manufacturer specifications. The instrument performed according to specifications after service was performed. The advia centaur cp instrument has been removed from service for reasons unrelated to its performance. It was replaced with an advia centaur xp instrument.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data. After instrument evaluation, the cse performed a 12 month preventive maintenance on the instrument and cleaned the rinse stations and luminometer. The cause of the discordant tni ul result is unknown. The cse successfully performed tni ul precision runs. The instrument is performing within specifications. No further evaluation of the device is required.